Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the tip-up forceps was found to be detached. There was a possibility of collision of the instruments, based on information from the reporter. The procedure was completed with no reported injury using a different instrument. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated bipolar grasper involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.09" x 0.286¿ was not returned with the instrument. The root cause is typically attributed to the user mishandling/misuse. Additional observations not reported by site that are related to the primary failure: the instrument was found to have a broken grip cable and a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Also, the instrument was found to have a dislodged proximal clevis at the distal end. The root cause of these failures is attributed to user mishandling/misuse. A review of the device logs for the tip-up fenestrated grasper (part# 470347-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image is consistent with the detached tip. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: cde observed multiple collisions between the tip-up instrument and other instruments, especially the assist. The shaft and grips were shown placing an upward force on the assist early on in the video. It also looked like the monopolar curved scissors (mcs) and the tip-up instruments were being used near the distal end of their cannulas. Cde observed multiple messages on the tip-up arm pod indicating that the workspace was limited. There were also collisions between the tip-up instrument and the cannula of the mcs instrument. Cde also noted multiple messages prompting the user to relax hold on the grips of the tip-up instrument, which indicates a higher force on the instrument from the hand controls. When the break occurred, it looked like the tip-up instrument was caught on something; however, it was not visible in the video. The force used to free the tip-up instrument was likely what led to the breakage. Cde indicated that in general, the surgeon should be more cautious to avoid instrument collisions inside the patient. If possible, more workspace can be created using the patient clearance buttons on the universal surgical manipulators (usms) and with proper cannula placement according to the isi instructions for use (IFU) user manual.